Event description:
It was reported that an out of box failure was experienced. The pump failed the volume test (too low). No patient injury.

Event description:
It was reported that an out of box failure was experienced. The pump failed the volume test (too low). No patient injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Three separate delivery accuracy tests were performed the pump was found to be over delivering to the manufacturing specifications. Expulsor was out of mechanical specifications. Pump's expulsor and chassis were replaced in order to bring the delivery into more nominal of a range. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.